Manufacturer narrative:
The reported field event of erosion was not confirmed in the laboratory. The device was tested on the bench, and no anomalies were found.

Event description:
It was reported that the patient presented in clinic with a superficial pocket. The device was prophylactically explanted due to a future erosion risk. The patient was stable.